Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unknown intravia bag leaked. There was no report of patient injury or medical intervention associated with this event. No additional information is available.